Event description:
Inbound call from pt reporting the new pump we sent is not working. It beeps and there is a "high pressure" alarm. Asked pt if there is any issues with tubing, kinks, sitting on the tubing, etc. Pt said no and was very upset that I was asking these questions. Asked pt if she changed tubing and she said yes and there is no problem with the tubing, since this is the 2nd pump malfunction. Author asked pt if she would like a cnss visit, pt denied, wants a new pump shipped out of her. Warm tx to (B)(4) psr to schedule new pump and return box. No other information known. Dose or amount: 22nkm. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.